Manufacturer narrative:
Weight: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Interrupt af clinical study. Following an ablation procedure with an intellamap orion high resolution mapping catheter, two ultra ice plus catheters, an intellanav mifi open-irrigated catheter and a polaris x steerable diagnostic catheter, the patient was hospitalized due to a complaint of chest pain. The patient was given intravenous (IV) furosemide 40mg, methylprednisolone (solu-medrol) 125mg and lorazepam (ativan) 0.5mg and the event resolved. No further information was provided.